Event description:
A field service engineer (fse) reported that while performing preventive maintenance on a unicel dxh 800 coulter cellular analysis system, manifold mf104 and the hemoglobin chamber were observed to have build up and the laboratory was experiencing vote outs (non-numeric results) on the instrument. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The fse replaced the components on which build up was observed, including the hgb cuvette and manifold mf104. The unit was verified. (B)(4).